Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the customer's test balloon was defective. The stm reloaded the system software and the iabp passed all calibration, functional and safety tests that were performed. No fault with the iabp was found. No parts were replaced. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave generated a fiber optic failure. When the customer biomedical engineer plugged in his test balloon he received a fiber optic sensor failure message and logged fault code #53 in the diagnostics. There was no patient involvement or adverse event reported.